Manufacturer narrative:
Product complaint # pc- (B)(4) component code: (B)(4) additional information has been requested however not received. Attempts to obtain the device however not received. If further details are received at a later date a supplemental medwatch will be sent. Can you identify the lot number of the product that was used? Is the product involved in the event or a representative sample (product from the same lot number) available for evaluation? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2022 and topical skin adhesive was used. During use, the ampule was crushed and glass was extruded from the liquid compartment. No adverse patient consequences reported. Additional information has been requested.